Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was burning sensation around the implantable cardioverter defibrillator (ICD) site. The patient indicated at a device interrogation the patient was told the device battery was depleting significantly and no longer pacing. The ICD remains in use. No patient complications have been reported as a result of this event.